Event description:
It was reported that a 6f angio-seal was selected for use. The physician pulled back on the device and felt the appropriate tension but the entire device including anchor came out of the tract. Hemostasis was not achieved. Manual compression and femostop were applied. The patient went home to recover and returned 4 days later with severe abdominal/leg pain and bruising throughout the groin area. A pseudoaneurysm was diagnosed and the patient went to surgery where the vascular surgeon uncovered a 5-6mm tear in the patient's common femoral artery. The patient went to ICU and is currently still there but was improving.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.